Event description:
Pseudoseptic reaction [inflammation]. Swelling (knee) [joint swelling]. Pain from the knee [arthralgia]. Case description: spontaneous report was received on (B)(6)-2012 from a physician via a sales rep regarding a (B)(6) female pt, initials unk. The pt's medical history was not provided. On (B)(6)-2012, the pt initiated treatment with synvisc one (hylan g-f 20 injection, 6 ml, once, in an unspecified location. The lot number of synvisc one was x1121 with the expiration date of 31-oct-2014. On an unspecified date, in 2012, the pt experienced swelling and pain from the knee. The pt reported the pseudoseptic reaction on (B)(6)-2012. She was treated with oral steroids for the events. She also received hydrocodone and aleve (twice a day) for pain from the knee. No action was taken with synvisc one. The outcome for all the events was not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and the events of pseudoseptic reaction, swelling (knee) and pain from the knee. The qa (quality assurance) results were received on (B)(4)-2012. The production and quality control documentation for lot number x1121, expiry date 2014-10 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number x1121, expiry date 2014-10 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.